Event description:
A report was received from a (B)(6) female who had received tyvaso (treprostinil), inhaled, at a dose of 18 to 54 micrograms, four times daily since (B)(6) 2012. On an unspecified date, the optineb battery was in a bag, the pt smelled smoke, and noted a hole in the bag when she opened it. Device manufacture date: 10/01/2010.

Event description:
Add'l info received from reporter 01/06/2014: this case is a solicited report from the united states regarding a report received from a pt via a specialty pharmacy. The pt was a (B)(6), female who first received tyvaso (treprostinil) on an unspecified date for primary pulmonary hypertension. Inhaled treprostinil dosage was 18 to 54 micrograms (mcg) (three to nine breaths), four times daily at the time of the events. On an unspecified date, the battery caught fire. The outcome of battery caught fire was not reported. The returned device (serial number (B)(4)) showed melting on the top right corner. Battery pack on (B)(4) has signs of overheating/melting on the upper left side. Both the device and battery pack are being evaluated.